Event description:
As reported by the user facility:yellow material was found inside the package.no patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal number (B)(4).the investigation is ongoing at this time.a follow up will be submitted when the investigation results become available.